Event description:
It was reported that the device pacing was temporarily below the programmed rate when the patient visited the hospital for a manual cardioversion (cv) for atrial flutter. Stimulation to the pocket area, arm movement, and deep breathing did not indicate any sign of lead failure and the cause of the oversensing could not be identified. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.